Manufacturer narrative:
The complaint of blood not flowing through the device was inconclusive because the physical sample was not returned for evaluated. The product returned for evaluation was two photo samples of the extension legs of a power-trialysis catheter. The photos showed the trifurcation of the sample to be wrapped in medical tape and gauze. The purple power-injectable lumen appeared relatively straight, with the arterial and venous lumens curved outwards. The corresponding product number for this sample indicates the extension legs are pre-curved. The complaint that "it was impossible to bend it back as the plastic was hard" could be referring to the extension legs not appearing to be fully curved downward. This is likely due to the extension legs being tightly attached, as the complainant also suggested. The arterial lumen appeared to have a hole in the tubing at the apex of the curve. It is possible that the blood was not flowing through the device because of the apparent hole in the arterial lumen; however, this could not be determined without testing of the sample here at manufacturer. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the connections were rotated after 24 hours so strongly that no blood could flow through. It was impossible to bend it back as the plastic was hard. On (B)(6) 2014, photo shows a hold in the arterial lumen.